Manufacturer narrative:
The complaint of a dislodged catheter is confirmed. At this time the mechanism as to how the catheter dislodged from the pt is undetermined. According to the e-mail that has been sent by the facility herlev centralsygehus hospital. A photograph was taken of the alleged complaint sample and patient. The image in the picture reveals the catheter has separated from the anchored attachable suture wing. The green rotatable fixed suture wing shows no indications of suture anchoring. The two suture orientation holes are unremarkable. The product instructions for use state, "the rotatable, pre-attached suture wing is oriented to the skin surface and the catheter is attached using either a statlock stabilization device or suture." A lot history review (lhr) is not possible, as no manufacturing lot number info has been provided by the complaint.

Event description:
The dialysis catheter separated while the pt was asleep. The pt died.